Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported undersensing could not be conclusively determined. (B)(4).

Event description:
During follow-up, sensing was noted to be decreased. The pacing threshold and impedance were normal. The lead was capped and replaced. The patient is stable.